Event description:
Analysis of the returned subject stent device and it was found that stent delivery wire (sdw) of the subject stent device was broken/fractured during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release visual/microscopic inspection was performed as the subject stent device was received loaded on the stent delivery wire (sdw) within the introducer sheath as the stent introducer sheath distal tip was found to be damaged. The distal tip of the sdw was broken/fractured and located in the lumen of the hub section of the microcatheter. Functional inspection was unable to perform as the sdw was broken/fractured. The reported event was confirmed during analysis. The subject stent device did not meet specifications when received for complaint investigation based on functional and visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was the subject device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The patients anatomy was moderately tortuous. The subject stent device was received loaded on the stent delivery wire (sdw) within the introducer sheath as the stent introducer sheath distal tip was found to be damaged. The distal tip of the sdw was broken/fractured and located in the lumen of the hub section of the microcatheter. The stent was noted to be intact. Based on the information received and the analysis of the returned subject stent device, it is probable that the sdw was damaged due to friction encountered within the microcatheter. The stent introducer sheath tip was found to be damaged, which may indicate difficulties during stent transfer and could have contributed to increased friction during the procedure. The event was most likely influenced by procedural factors. The as reported 'stent difficult/unable to transfer' as well as the analyzed 'sdw broken/fractured during use' and 'stent introducer sheath distal tip damaged' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. This is 1 of 2 MDR reports.